Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. E1. The initial reporter region state is unknown. Massachusetts, USA has been used as a placeholder based on the reported phone area code. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer increased the infusion rate on the pumps and are now getting reports of more downstream occlusion alarms. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history could not be performed as no serial number was provided. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.